Event description:
It was reported that patient had right hip revision due to loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned. A medical review was not performed because insufficient information was provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, progress notes, and x-rays are needed to fully investigate the event.

Event description:
It was reported that patient had right hip revision due to loosening.